Event description:
Subsequent to the initial MDR, additional information became available.

Event description:
The complaint states that "cgm accuracy" was reported. The sensor was inserted into the skin. On 05/02/2025, it was reported by the patient on sprinklr that he experienced inaccurate cgm values. Per documentation, the sensors are way off. The patient reported "a lot brief errors" (see 250514-008830). The patient also had a seizure from hypoglycemia bg 39 mg/dl while the phone app showed cgm 113 mg/dl. The patient woke up in a hospital. No other details were documented. No contact information was available for the patient, therefore follow up was not available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.